Event description:
It was reported there was a speaker malfunctioning error and no sound was being emitted from the device. The device was not in clinical use at the time of the event. No adverse event or patient harm was reported.

Manufacturer narrative:
A philips remote service engineer (rse) spoke by telephone support to the customer biomed and determined the device speaker assembly would require replacement. The customer was provided with a speaker assembly for replacement. The device remains at the customer site.